Event description:
It was reported that an ilet user experienced repeated loss of continuous glucose readings on the pump for several hours at a time when paired with a libre 3 plus sensor, with multiple episodes over several months; device logs showed recurring sensor error and sensor unavailable alerts without a sensor failed alert, and the pump was able to connect to other devices and rescan new sensors. Symptoms included temporary unavailability of glucose data. Outcomes included interruption of automated insulin therapy and user inconvenience. Investigation included review of device logs, user troubleshooting guidance, and supervisory review. Investigation of this case revealed no pump malfunction evident in logs and findings consistent with intermittent cgm communication or sensor-related performance. It was concluded that the event was attributable to sensor connectivity issues rather than a pump hardware failure.